Event description:
The physician was unable to provide any additional information. His emr system does not go back to 2009. He doesn't remember the event and doesn't recognize the initials.

Manufacturer narrative:
Review of the available programming and diagnostic history.

Event description:
During review of programming and diagnostic history, it was observed that an interrupted system diagnostic test occurred that caused an unintended change in device settings during an office visit on (B)(6) 2009. The physician corrected the settings; however, the frequency and off-time were not corrected. No patient adverse events were reported.